Event description:
As reported, the dpt reading of the arterial pressure was incorrect ("false"). When the unit was replaced with another dpt set, the reading was "normal". The exact expected/displayed/normal values were not provided. The arterial reading was determined to be incorrect when compared to the cuff measurement. No changes in the "daily routine practice" were noted.

Manufacturer narrative:
One single dpt vamp kit was returned for evaluation. Priming solution was visible inside the kit. The dpt zeroed and sensed pressure accurately on a ge monitor. Electrical testing showed both input impedance and output impedance were within specifications. Pressure was measured at pressure values 0, 50, 100 and 300 mmhg and in reverse order. Visual examination was performed at 10x magnification. No visible defect was found on the cable connector. There was no evidence of a manufacturing nonconformance. The dpt instructions for use provide the following information and guidance related to abnormal pressure readings: pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Warning: abnormal pressure readings should correlate with the patient's clinical manifestations. Verify transducer function with a known amount of pressure before instituting therapy. Caution: significant distortion of the pressure waveform or air emboli can result from air bubbles in the setup. Note: poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. It cannot be determined if some procedural factors may have contributed to the event reported. No actions will be taken at this time.